Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly report submission that would have been due on 2017-10-10. Information was subsequently received on 2017-09-08 and revealed patient expired. As there is new information that reasonably suggests the device may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited variable p-wave measurements, and there was a failure for the implantable pulse generator (ipg) to pace. Loss of capture was suspected. Additionally, the patient was noted to have expired four days later. No further information could be obtained after multiple follow-up attempts.